Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and when he removed the cannula it was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed, and the high pressure test passed. A follow up was made and the father stated that the customer at times had kinked cannulas along with high blood glucose, but the insulin pump did not alarm no delivery. No further information was provided.